Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "started feeling pain in breasts and back and that breasts were very hard. Had bilateral capsular contracture," baker grade iii and "reports that bubbles appeared under breasts." This is for the right side. The device has been explanted.

Event description:
Patient reported "started feeling pain in breasts and back and that breasts were very hard. Had bilateral capsular contracture," baker grade iii and "reports that bubbles appeared under breasts." This is for the right side. The device has been explanted.